Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On same day as onset, the patient was hospitalized for the event. On same day, the patient began treatment for the peritonitis with vancomycin (1 gm, ip [intraperitoneally]), inj [injection] amikacin (500 mg, ip) and injecomer (1 gm, ip) in first bag, reflin (1gm, ip) in second bag and inj amikacin (100 mg, ip) in third bag. At the time of this report, the patient's pd effluent was improved (not further specified). At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up, it was reported that the patient was discharged from the hospital and recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.